Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the stimulation was not ¿turning off.¿ the patient was experiencing normal increases in the feeling of stimulation with certain positional changes. The patient was educated as to the cause and why this occurs. No further action has been taken at this time. The patient did not wish to have adaptivestim activated. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Note that the h6 codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stimulation keeps shutting off by itself. Pt stated they told mdt rep, (B)(4) and was instructed to contact them if continues to happen. Pt stated they left a voicemail with(B)(4) yesterday and hasn't heard back yet. Pt stated this first started when they got their stitches taken out. Pt mentioned they are in pain because their stimulation continues to turn off. The patient was redirected to their healthcare provider to further address the issue. Ps emailed field reps for visibility.